Manufacturer narrative:
The insulin pump passed the displacement test and excessive no delivery alarm test. The insulin pump alarmed during the basic occlusion test and the prime test due to a force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was attempting to change his infusion set when the compromised force sensor system alarm occurred. Customer's blood glucose was unknown. Customer stated the insulin was squirting out during manual prime. The device was not dropped or bumped prior the alarm occurring. Customer reported the drive support cap appeared normal and he didn't recall pressing it in. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.